Manufacturer narrative:
Unique identifier (UDI) #(B)(4). Initial reporter telephone number: (B)(6). This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for 1 patient sample on a cobas 6000 e 601 module. The initial result from the primary tube was >250 nmol/l. The repeated results were 67.5 nmol/l and 64 nmol/l. The repeated results were from an aliquot in a hitachi cup it is unknown if the questionable result was reported outside of the laboratory. The reagent lot number is 529055. The expiration date was requested, but not provided.

Manufacturer narrative:
The customer's calibration results on (B)(6) 2021 were ok. The customer's provided qc results for level 1 qc were within the acceptable range. A general reagent issue could be excluded. The investigation reviewed the system's alarm trace and no abnormalities were found. The system pinch tubes were replaced and performance testing was completed. The investigation confirmed the performance testing results were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.